Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the patient has begun to have an increase in seizure activity. Lead break is suspected. X-rays reviewed by neurologist did not reveal any gross breaks in the lead or any lead/generator interface problems. Neurologist has received no reports of a patient fall or accident that could have compromised the lead. During last office visit (date unknown), the patient's family member reported that the generator/lead interface appears to be different. Neurologist planned to replace both the lead and generator, but the patient's parents decided against revision surgery. Subsequently, the neurologist will treat the patient with medications until such time that the patient's parents opt to proceed with replacement surgery.